Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient was discharged on xarelto. The patient came in for their 3-month follow-up transesophageal echocardiogram (tee) imaging procedure. The imaging showed that there was a device related thrombus present on the closure device. The physician performed a thrombectomy in response to this event. A hypercoagulable work up was performed, and the patient was placed on lovenox.